Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08/14/2025, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-12990n scorpion needle was used in a meniscus repair surgery on (B)(6) 2025. Soon after the surgery, an x-ray revealed a foreign object, believed to be a broken piece of the product, remaining inside the patient. A second surgery was performed on (B)(6) 2025, and the broken piece was retrieved. No further information is available. No significant surgery delay reported. No additional anesthesia administered to the patient. Based on the reportability of events in japan, this incident is reportable. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used.

Manufacturer narrative:
Additional information: g3, h3, h6. One unpackaged ar-12990n, scorpion needle, batch 15408524, was received for evaluation. The scorpion handle was not returned for evaluation. Although the ar 12990 knee scorpion with an unknown batch number was not reported as damaged or returned, it is possible that the instrument contributed to the needle breakage if it was damaged prior to use, including an obstruction within the shaft and/or damage to the tip or jaw. Additional factors that may contribute to needle failure are warned against in the directions for use (dfu 0392 sub). Per the surgical technique: to help avoid needle breakage and potential patient injury: avoid striking bone or using excessive force to pass the needle through fibrous or calcific tissue. If excessive resistance is encountered, replace the needle, reposition the device, and attempt passage in a different area. Ensure a secure grasp of tissue to prevent the needle from buckling. Avoid ¿dry,¿ repetitive actuations outside the surgical site, as abrasion can inhibit proper function. Based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause of the reported failure is user error, including ¿dry¿ repetitive actuation outside the surgical site, striking bone, applying excessive force when attempting to pass the needle through fibrous or calcified tissue, and/or using a damaged device.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-12990n, scorpion needle, batch unk, was received for evaluation. Visual inspection noted no issues with the device. Functional testing revealed that the needle fired as intended. No problem found. The complaint allegation is not confirmed. Refer to the investigation photos.